Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. No sensor glucose vs blood glucose anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 4000 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.